Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned and a thorough evaluation was performed. Resistance and hipot tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. X-rays performed revealed no lead anomalies. The lead tip and helix appeared intact. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations; however other evidence indicates a helix anomaly likely occurred.

Manufacturer narrative:
Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. During the lead revision, the helix screw mechanism would retract, but when the physician tried to deploy the screw, it would not come out. The lead was explanted and returned for analysis. No additional adverse patient effects were reported.